Event description:
The customer reported being admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose of 559 mg/dl, and she was treated with manual injections. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found low reservoir and low battery alarms. Assisted the customer to run the fixed prime test and the insulin did exit. Performed the high pressure test and the test failed twice. Advised the caller revert to back up plan. Instructed the customer to remove the cannula, and it was not bent or occluded. Reminded the caller to change the infusion set and reservoir every two to three days. The customer also mentioned that the buttons were responding intermittently. However, the buttons were functioning at time of call, and the display was advancing. The customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. However, the insulin pump passed functional testings, including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests.